Event description:
On 5/23/2024 a beat bionics clinical diabetes specialist (cds) reported an ilet user experienced two low blood glucose (bg) events requiring assistance to treat. Both events occurred on (B)(6) 2024. On the morning of 5/23/2024 the cds checked the user's ilet patient report and noticed two prolonged low bg periods. The cds contacted the user about the events. The user reported they had two "diabetic seizures" while they were at their doctor appointment the previous day ((B)(6) 2024). During the first event, the user reported losing consciousness and having a seizure at their doctor's office. Ems was called and administered two glucose gel packs. The user did not go to the ER and does not know their bg level, only that the reading was "low." The second event occurred as the user was walking home from the appointment; they collapsed and needed assistance to get up. During this episode, the user was given juice and a shake. The patient denied using meal announcements to treat high bgs, despite indications from their patient report suggesting otherwise. The user also denied announcing meals late. The cds instructed the user not to announce meals unless they are actually eating, emphasizing that announcements should not be made if they have forgotten or if it has been more than 30 minutes since their first bite. The cds also reviewed the treatment of low bg with the user and reminded them to carry low bg treatment with them at all times.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The hypoglycemic event was caused by the user's behavior of overtreating hypoglycemia and misusing the meal announcement feature leading to maladaptation. In addition, the fact that the user did not have treatment for their hypoglycemia with them contributed to the severity of the event.